Event description:
It was reported that a pressure rated ext, IV connector, no cl had foreign matter. The following was reported by the initial reporter: "during the preparation of the material for infusion of a patient, we noted the yellowish colour of the extension tube. This yellowish colour only appeared on the batch series indicated above. Clinical consequences observed : material not used to infuse the patient due to the unusual colour of the extension tube"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: sixty-six mz5305 samples were received for investigation. Four samples were received in sealed packaging from lot 19105439 and sixty-two samples were received from lot 20075813, two in open packaging and sixty in sealed packaging. A visual inspection of the returned samples confirmed the customer's experience as the tubing was observed to be discoloured yellow. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records as well as the sterilization records for lot 19105439 and 20075813 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that yellow discolouration of the tubing can typically occur after irradiation sterilisation and the degree of discolouration can change over time and under certain storage conditions. This type of discolouration does not however affect the functionality of the device and therefore is considered to be a cosmetic defect.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20075813. Medical device expiration date: 2023-07-23. Device manufacture date: 2020-07-06. Medical device lot #: 19105439. Medical device expiration date: 2022-10-04. Device manufacture date: 2019-10-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a pressure rated ext, IV connector, no cl had foreign matter. The following was reported by the initial reporter: "during the preparation of the material for infusion of a patient, we noted the yellowish colour of the extension tube. This yellowish colour only appeared on the batch series indicated above. Clinical consequences observed : material not used to infuse the patient due to the unusual colour of the extension tube."